Event description:
It was reported three days prior to this report the patient's stimulation was set at 1.9 volts (v) and he got a 'shock.' The patient placed his programmer over his implantable neurostimulator (ins) to turn stimulation down and his stimulation 'shut off suddenly and he no longer felt stimulation or the shocking feeling." It was noted the patient did not turn his ins off. The patient slowly began to turn stimulation down and he did not feel anything. He went down to 1.6 v and then "stimulation came on suddenly and he was shocked but stimulation got better after some time," he then moved stimulation down to 1.5 v. At the time of this report the patient had stimulation set a 1 v and it was noted when he slept he always put it to that setting. It was also reported the patient went to his doctor's office yesterday for his second follow-up appointment. His doctor looked at his incision and 'everything was healing fine.' Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).